Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The lesion being treated was located in the angulated right coronary artery. The physician gained access through the groin. The lesion was pre-dilated with a 1.5x15 apex over the wire. The physician experienced difficulty getting the balloon in the lesion. The physician attempted to advance the 5x24mm veriflex stent delivery system (sds), however, it was not able to cross the lesion. When the sds was removed it was noticed that one of the struts on the stent was bent. The procedure was not completed due to this event. There were no reported complications and the patient condition is listed as o.k.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The lesion being treated was located in the angulated right coronary artery. The physician gained access through the groin. The lesion was pre-dilated with a 1.5x15 apex over the wire. The physician experienced difficulty getting the balloon in the lesion. The physician attempted to advance the 5x24mm veriflex stent delivery system (sds), however it was not able to cross the lesion. When the sds was removed it was noticed that one of the struts on the stent was bent. The procedure was not completed due to this event. There were no reported complications and the patient condition is listed as o.k.

Manufacturer narrative:
Device evaluated by manufacturer: the returned taxus liberte stent delivery system was received with blood and contrast visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. The stent was visually, tactilely and microscopically examined along the entire shaft length and no defects or anomalies were found. The distal end of the stent delivery system was inspected under magnification and damage was found on the stent and tip. It was determined that the first row of proximal struts had two struts extending back up to 90 degrees. The undamaged portion of the returned stent meets the applicable specification for outer diameter. The manufacturing batch record review for the reported batch confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).